Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time between (B)(6) 2011, he reported blood glucose results of "180, and 250mg/dl" with the lifescan meter, performed greater than 20 minutes of each other. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness" but denied receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products have been sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms of severe hypoglycemia.